Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported controller malfunction. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported that her glucose levels increased to above 500 mg/dl after the dash controller displayed a boot/recovery mode screen that the patient could not navigate and subsequently turned black. Multiple attempts to reboot the controller were unsuccessful, including battery removal/reinsertion and charging. This resulted in overnight hyperglycemia. The patient reported administering a manual insulin injection, which resulted in severe hypoglycemia, with blood glucose decreasing below 2 mg/dl. She subsequently lost consciousness and was transported by ambulance to the emergency room on (B)(6) 2026, where she remained for approximately seven hours. Reported diagnoses included hypoglycemia, low blood pressure (below 70), atrial fibrillation, and high risk for stroke or heart attack; however, no stroke or heart attack was confirmed. The patient was treated with intravenous glucose and intravenous fluids and returned home the same day.